Event description:
It was reported that above mentioned cement had hardened too quickly. As a result of this, the amount of the cement available was decreased and the femoral canal was not filled sufficiently. The surgeon is concerned that an early loosening of the stem will occur.

Manufacturer narrative:
Evaluation summary: the alleged condition shows that the cement had a temperature change between the operating room and the bone cement. It is not known what moisture level was in the operating room and what temperature the bone cement was at. It is known that the bone cement has a shorted cure time due to temperature change and moisture level change. Based off the provided information, although not proven, it is possible that the bone cement was not at the same temperature as the operating room and it is possible due to the cement being kept in the refrigerator that moisture had been a factor due to condensation that could have accelerated the cure time as well. However, a definitive root cause cannot be determined with certainty. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.